Event description:
It was reported to philips that in the operational check it is recommended to calibrate the battery. There was no report of patient involvement. The field service engineer (fse) evaluated the device and found the battery needs replacement. Upon conclusion of the evaluation, it was determined that the battery requires replacement. It was replaced. The device passed testing and was put back into service.